Event description:
Customer alleged the left side where the weld is on crossbrace is cracking. Qt (B)(4). No injury alleged.

Manufacturer narrative:
No RMA initiated for this event. Quote (B)(4) has been initiated for this event for replacement. Model number trsx5 serial number/date code (B)(4) is approximately 2 years and 1 month of age. The user manual part number 1110550 was issued with the device. It is unknown if the user has fully read or understands the user manual. Documentation provides warnings, cautions, or instructions for safely using the device. The consumer's medical condition, stability, and medication regimen are unknown. The consumer's ag, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the left side where the weld is on the crossbrace is allegedly cracking and there were allegedly signs of rust.